Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.8 - 4.2 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 381238) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable inr results from a coaguchex xs meter compared to the laboratory results using stago neoplastin cl plus reagent on a stago instrument. The customer provided questionable inr results for 4 patients from which 3 had discrepant results. For patient a, the meter result from around 9 am was 4.1 inr and the laboratory result from a venous sample collected a few minutes after the meter result was 3.0 inr. For patient b, the meter result in the morning was 3.6 inr and the laboratory result from a venous sample collected a few minutes after the meter result was 2.7 inr. Patient c is a (B)(6) male with a date of birth of (B)(6) 1944 and weighs (B)(6) pounds. For patient c on (B)(6) 2019, the meter result from around 9 am was 4.1 inr and the laboratory result from a venous sample collected a few minutes after the meter result was 3.0 inr. Patient b is a (B)(6) male with a date of birth of (B)(6) 1958 and weighs (B)(6) pounds. All the patient's therapeutic ranges were 2.0 - 3.0 inr. The results in question were reported to the medical personnel treating the patient.